Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2ul1e implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 27-jun-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that one of the leads was causing them pain even without the therapy. Patient stated that they had been in pain ever since the surgery and they couldn't sit down without being in pain. Patient said that they thought the lead was rubbing against some structures or nerves. Patient stated that doctor would need to go back and do surgery. Patient also reported that they had three leads and they were under severe pain. Patient requested a call from their manufacturing representative (rep). Sent an email to the rep. The patient was redirected to their healthcare provider (hcp) to further address the issue. Rep tried to contact the patient twice but both times went to voicemail and that they requested a callback but the patient still had not called them back.